Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a meniscus repair surgery the t1 knot break off. Smith and nephew back-up device was available to complete the surgery. Unknown if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that t2 was at the tip of the needle, and t1 was not visible in the photo. A visual inspection revealed that t2 had been deployed, but was stuck at the end of the needle. The needle was significantly bent. The depth indicator had not been adjusted. T1 was no longer attached to the frayed suture end, and was not returned. There was debris present on the handle and shaft. A functional evaluation concluded that the actuator was stiff, but could be cycled to deploy t2 fully. The slip knot functioned as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. The complaint was confirmed. Factors that could have contributed to the reported event include use of sharp objects to manage the suture, twisting or bending of the needle resulting in knot interference, or excessive force on the device or t1 during use. No containment or corrective actions are recommended at this time.